Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during pre-testing of the units before an unspecified surgical procedure, it was observed that the angle attachment device and electric handpiece device started smoking while in use together. According to the report, there was a smell of burning oil. It was reported that the patient was on the operating table at the time of the event, but the devices were not being used on the patient. It was reported that there was a five minute delay in the scheduled procedure due to the event, as there was unspecified spare devices available and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the swivel was loose. The device was disassembled and determined that what was causing the motor housing to rotate pass the dowel pin in the swivel assembly was the heat baffle retainer which contains the swivel stop. It was determined that this was consistent with excessive force used while wiping the motor housing down for cleaning purposes. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.